Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear lead, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 5073000.

Event description:
It was reported that the patient's leads had migrated which resulted to a loss of stimulation. The patient underwent a replacement procedure and was doing great postoperatively. Explanted leads were discarded.